Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that he went to bolus when the insulin pump locked up and the buttons were unresponsive. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was received with cracked case at battery tube threads, cracked belt clip slot, minor scratches on lcd window and missing end cap sticker.